Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the atrial flutter procedure ablation data was not sending from the ampere to the amplifier which caused the procedure to be canceled. The procedure was delayed until the next day. Swapping out the sc/lc fiber optic cable resolved the issue and the procedure was completed with no adverse patient consequences.